Event description:
The customer reported to baxter a clearlink system catheter extension set that burst during use. According to the report, the nurse brought the patient in for a CT scan and the tubing separated from the luer while injecting contrast using a power injector. The reporter was told that these sets are not rated for use with power injectors as the tubing cannot withstand the pressures involved. The reporter stated that they were aware of this fact, and they told the reporting department of this also. The facility is currently looking into alternative sets to be used with power injectors. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A label review was conducted, and the label was found to contain the appropriate directions, cautions and notes. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.